Manufacturer narrative:
The devices associated with this report were not returned. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a. Only one patient x-ray image was provided. The x-ray finds the components in good position. No product error is identified and the x-ray image does not identify a root cause for the report of patient pain. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. The surgeon suspects that patient's pain may be coming from her back.